Event description:
It is reported that a customer experienced low blood glucose of 39 mg/dl. The customer was treated for the low blood glucose with the insulin pump. The customer was informed that there could be many reasons for low blood glucose. The customer was treated with food. The customer called in about a broken belt clip and requested a new one to be shipped to them. The customer was sent a new belt clip. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4) for related documentation.